Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up on the jaw area. The teflon pad was found separated from the jaw, exposing metal. Major part of the teflon pad was missing and was not returned along the device for evaluation. The distal end was inspected under a microscope and no probe damage was found. A short circuit error was observed when the jaw was closed and cut/seal function was being activated. In addition, the gold insulation was found chipped off and had scratches on it. The user¿s complaint was confirmed. The most likely cause for such teflon pad damage is due to user mishandling. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unknown procedure two thunderbeat handpieces failed. Probe broke off the first device and fell inside the patient; however it was recovered successfully. A second device was opened to continue to procedure and the teflon pad peeled off that device. Furthermore, olympus was informed that there was no damage to the teflon pad on the first handpiece .there was probe damage error displayed on generator. While using the second thunderbeat device there was a short circuit error displayed on the generator. It is unknown if metal was exposed. No device fragment fell inside the patient. There was no medical or surgical intervention needed. The device was tested prior to use and no abnormalities were found. The procedure was completed using a third thunderbeat device. There was no patient injury reported. 2 of 2 reports.